Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the product was open sterile to the field and set screw was loose in package. Surgeon attempted to re-insert the set screw and was not successful. Another implant was opened and used. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Visual inspection of the returned product determined that the set screw is secured in the side of the taper as specified in the print. Review of the returned product determined that the reported event was not substantiated as the set screw was assembled into the offset adaptor when the product was received. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.